Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to high cobalt levels. A small amount of corrosion was noted.

Manufacturer narrative:
This follow-up report is being filed to report additional information. Concomitant products: epoch fullcoat, 12/14 taper, size 11, standard offset; part #00-4088-011-06; lot #61699522. Epoch fullcoat, 12/14 taper, size 11, standard offset; part #00-4088-011-06; lot #61699522. Trilogy acetabular shell, 52 mm od with cluster of holes, 1 screw; part #6200-52-22; lot #61417334. Trilogy longevity poly, 32mm ID; part #6305-050-32; lot #61896953.

Manufacturer narrative:
Other device used: catalog #00408801136, versys epoch fullcoat femoral stem, lot #unk. No devices were returned for review. Photographs returned confirm dark debris on the head and the stem neck taper. No further evaluation is possible using the photographs provided. Review of the device history records of the versys femoral head did not find any deviations or anomalies. Review of the device history records of the versys epoch stem cannot be completed since the lot number is unknown. These devices are used for review. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It was reported that the head was explanted while the stem was not explanted. The head and the stem were found to be compatible. Patient's activity level and adherence to rehabilitation protocol is unknown. A definite root cause for the corrosion cannot be determined with the information provided.